Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified while the alleged high bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with moderate ketones; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that the pump touch screen was cracked and unreadable. Reportedly, customer reverted to an alternate method of insulin therapy.